Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a remstar pro c-flex+ device was emitting black "stuff", and the user experienced sinus infections requiring antibiotic treatment during that period. The user reported that this occurred several years ago. The device has since been discarded by the user, who no longer possesses it, having replaced it with a new device. The user indicated significant improvement in their health with the new device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.